Manufacturer narrative:
Date rec'd by MFR: 10jun2019. The manufacturer¿s technical services confirmed the reported issue. The customer originally inspected the ventilator and found that the issue was caused by the battery being depleted, however the issue still persists. Now, when powered on the unit just goes straight to ventilator inoperable. The customer could not get the unit to stop alarming by removing the (alternating current) ac power and battery. Tried to reset by holding the accept button and power switch at the same time. The customer was recommended to replace the power management board and was provided with the part number. The customer replaced the battery and the (power management board) pm pcb to address the reported issue. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator does not power on. There was no patient or user involvement.